Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation coverage in the legs. The patient was also experiencing severe sharp pains when stimulation was turned on. The leads were visualized to be migrated. The patient underwent a lead revision procedure and was doing well post operatively. The leads remain implanted.